Event description:
The customer contacted baxter's service center regarding a hole in his transfer set. The home patient (hp) was asking what to do. The technical service representative (tsr) advised him to contact his peritoneal dialysis registered nurse (rn) or to go to the hospital. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) spoke with the registered nurse on (B)(6) 2012. She stated that she had spoken with the patient's mother, and the mother had reported that the patient had gone into the hospital where the patient had had his transfer set switched. He was also administered preventative antibiotics. The transfer set had leaked due to a hole in the transfer set tubing. The care giver and home patient did not know how or why there was a hole in the transfer set tubing. The set had been discarded at the hospital where it had been replaced, and there was no information regarding the lot number. The patient's therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.